Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the pacemaker was oversensing the intra-atrial conduction delay due to bachman's bundle pacing and resulted in inappropriate mode switch. Programming changes on the atrial refractory period were done; the pacemaker remained implanted. The patient was in stable condition.